Event description:
It was reported that when the device was used during a low anterior resection procedure, the physician tried to connect the anvil head to the stapler and said the anvil disconnected on several attempts. After connecting the anvil, the device was dialed down and fired; an incomplete staple line was formed. Physician oversewed the line and the patient was released from the hospital after six days.